Event description:
A report was received that the patient had pink fluid draining from the implant site. The patient had infection which the physician believed to be procedure related. Antibiotics were given to the patient. The patient was doing well and the infection was resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm; model #: sc-4316, lot #: 15650810, description: clik anchor.